Manufacturer narrative:
Field service serviced the analyzer and replaced the bd, pressure monitor which resolved the issue. Review of instrument service history revealed no additional issues of scorching/burn or error codes 8009, 8002 and 2003 reported on isr52325 on or around the date of this complaint. The 2019 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The observed charring was limited to a small area; damage did not spread to other parts of the instrument. A review of complaint and trending data did not identify any trends for tickets with replacements of the bd, pressure monitor part. A review of architect i2000sr tracking and trending data did not identify any systemic issues or trends related to the issue identified in this complaint. Manufacturing documentation for the likely cause part was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect i2000sr analyzer was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The field service technician reported evidence of fire on the architect i2000sr analyzer. The technician indicated the analyzer generated multiple errors including 8009 power board fault condition detected and 8002 power supply low voltage occurred. The analyzer would not process as normal. While troubleshooting the issue the field service technician found charred components on the bd, pressure monitor. No visible fire or smoke was observed when the issue occurred. There were no injuries and no impact to patient management reported.